Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2-sensor, o2-cable, nozzle units and air- and o2 gas module has been replaced. No goods has arrived for investigation. Between october 19, at 06:42 and october 19, at 14:58, four alarms for low o2 concentration were generated. A pre-use check was confirmed to be successful prior to and after this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. (B)(4).